Event description:
Complainant alleged that while monitoring a female patient the device's screen blanked out. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.